Event description:
It was reported that the catheter was in use for hemofiltration after heart transplant. It was placed in the left femoral vein. Later, the patient developed a hematoma after the catheter slipped out of the suture wing. Approximately 100cc of blood was pumped outside the vein into the surrounding tissue. This created pain for the patient and pain therapy was required. The catheter was exchanged and hemofiltration was continued. There were no additional patient complications.